Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) undersensed a fine ventricular fibrillation episode, and as a result, critical shocking therapy was not provided. An external rescue shock was delivered, and the arrhythmia was successfully converted. Interrogation of the device demonstrated that it had been programmed to least sensitivity, which accounted for the undersensing. The device was reprogrammed to most sensitive. To date, there have been no reported patient symptoms associated with this clinical observation.